Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6)2019, during which the ipg was explanted and replaced. Issue resolved and therapy has been restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy due to their ipg becoming inoperable. A company representative attempted to troubleshoot the issue with a programmer but was unsuccessful. As the result, the patient will undergo surgical intervention to address the issue.